Event description:
Customer reported he was having trouble starting the insulin pump the last two times he replaced the battery. Customer did not know blood glucose level. Troubleshooting for blank display was performed. Possible causes of blank display were explained to the customer. Customer was not calling after receiving a battery cap. The device did not show signs or damage; it was not dropped, bumped, or exposed to moisture. Customer did state the device was dark in color at the bottom right corner. Customer inserted a duracell battery. Battery cap, battery compartment, or spring were no damaged or corroded. Customer was advised to monitor the device and call back if issue reoccurred. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.